Event description:
It was reported that when an asymptomatic patient presented in clinic for a cardiac ablation a false elective replacement indicator (eri) and end of service (eos) alerts were observed on the device. Upon device interrogation, an alert for eri was seen on (B)(6) 2013. Clearing the eri was unsuccessful during device re-interrogation and during this time it showed an eos alert for (B)(6) 2017. It was suspected that these false alerts were due to cautery interference during the procedure. A device firmware down was performed successfully which cleared all the alerts. Patient was stable and will continue to be monitored.